Event description:
Around (B)(6) 2024 the user suddenly stopped responding to sounds. The user will be reimplanted when the clinic receives a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the reference electrode caused by an external mechanical impact seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Around (B)(6) 2024 the user suddenly stopped responding to sounds. Reimplantation is considered. No date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by repeated external impact on the implant, was determined to be the root cause of the device failure. In addition, damage to the active electrode caused by excessive mechanical stress was found. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Around (B)(6) 2024 the user suddenly stopped responding to sounds. The user has been re-implanted.